Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt had several damaged cables. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the distribution node to rear therapy electrode cable was detached from the distribution node, the ECG-a to ECG-b cable was detached from the front therapy electrode, the trunk cable was cut, and the therapy electrodes were severely creased. The root cause for the damaged cables and therapy electrodes cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cables. The last pt to use this electrode belt did not report any problems.